Manufacturer narrative:
(B)(4). In order to further investigate this condition, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured between (B)(6) 2013. The actual sample was not available for evaluation; however, a photo of the device was received. Upon completion of the investigation, or if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During evaluation of the photos of a large volume infusor, a leak was identified inside of the housing. The leak was not reported and was different from the originally reported condition. Same device as (B)(4). Evaluation summary: the actual device was not returned; however, photographs of the device were received and evaluated. Photographic examination identified leakage inside of the housing. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. The reporter stated that the leak occurred in the housing, after priming. The device was filled with benzylpenicillin. There was no patient involvement. No additional information is available.